Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the crack on the distal end was confirmed. The cause of the crack was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage on the channel tube, water tightness was lost. Due to deformation of ultrasonic connector, water tightness was lost. Adhesive on bending section cover was detached. Connecting tube had a scratch. Scope cover plate was detached. Due to damage on the charged coupled device unit, the image had white dots. Due to wear, switch one did not work and was not active. Control unit had corrosion due to water leakage. Acoustic lens had a chip. Pipe protecting forceps elevator wire and channel had leaked. Angulation was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation the distal end of the gastrovideoscope had a crack. There were no reports of patient involvement.